Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular (rv) lead exhibited high thresholds and the right atrial (ra) lead had a kink and insulation damage on the proximal end. The rv and ra leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the outer insulation of the lead was extrinsically breached due to a cut. The proximal conductor of the lead became extrinsically distorted due to flattening. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.